Manufacturer narrative:
(B)(4). Photographic analysis: first picture shows a label with the lot number m4hg53, expiration date, 3/2020. Second picture shows a device from the batch side, the m53f5n and serial number (B)(4), the safety is engaged. The third picture shows an upper view of the device, the pockets appear to be with no staples, washer and anvil are not present. Based on the photos alone the event describe cannot be confirmed, unfortunately there is not enough evidence in the photos to determine root cause.

Manufacturer narrative:
(B)(4). Batch # m53f5n. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch and lot history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot. Additional information was requested and the following was obtained: for clarification, it was reported that the staples were incomplete. Does this mean that there were staples missing from the staple line? Yes. What was the shape of the staples (b-formation, irregular, legs straight)? Irregular.

Event description:
It was reported that during a distal gastric cancer procedure, after fired, the surgeon found the tissue donuts were not complete and there were incomplete staples. Suture was used to sew the wound. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m53f5n. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition the firing on the washer can be appreciated as if it was performed over existing staples. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.